Event description:
The patient was having a bowel resection for an intrabdominal abscess. The physician was using a gia 80mm stapler. The stapler misfired. Another gia 80mm stapler was used- this time the blade fired but the stapler did not. This resulted in the physician having to remove 5-10cm of the bowel. The patient was discharged. The physician reports that the patient was discharged in good clinical condition. Both staplers are from the same lot number.